Event description:
The customer reported being hospitalized due to high blood glucose of 500 mg/dl. The customer was experiencing high glucose for the past two months. The customer's most recent glucose reading was 347 mg/dl, and she has treated with the insulin drip and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer stated that she does not have an extra infusion set to perform the high pressure test. It was stated that her doctor and the diabetes educator believe that the customer's body is no longer responding to humalog or novolog. The customer was treated with an insulin drip with novolog and her glucose continues being high. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.